Manufacturer narrative:
Method: device history record review. Results: based on the results of the DHR review, the available information given within this complaint, work order search, and the product evaluation, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is unknown. The reporter indicated that the surgeon did not like the way the lens was being delivered in to the eye, but no additional information was provided. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon used a cc4204a collamer single piece lens. The physician did not like the way the lens was being delivered to the eye and felt the lens could have gotten scratched. There was patient contact with no patient injury. No information on cause of this incident.

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient; scratched material. Evaluation method: lens work order search. Results: visual inspection of the returned product found a light scratch on the optic. The lens was returned in liquid. A lens work order search was performed and one similar complaint was found. Conclusions: (no conclusion can be drawn). Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - lens nicks and tears can occur at any stage from manufacture to intraoperative manipulation. The nick in this case reportedly occurred during lens delivery. There is no information to determine if there was any malfunction of the insertion system or inappropriate lens loading, although a work order search showed one similar complaint. (B)(4).